Event description:
On (B)(6) 2010, the patient reported that last when he changed his insulin infusion headset he found that it was not sticking to his body. He stated he had just showered and then had washed the site area again with soap and water. He then used alcohol to clean the area. The patient does not use lotions or oils on the area. The area was dry. The infusion headset would not adhere to his skin. He tried another headset but it would not stick either. He said he had used 5 other headsets out of the same box that properly adhered to his skin. The patient tried a 3rd infusion set out of a different box which adhered without further issue. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. The infusion sets were replaced and requested to be returned for evaluation.